Manufacturer narrative:
A fast-fix 360 curved needle delivery system was returned for evaluation. The needle is dramatically bent to the point the shaft has broken. No t's or suture were returned. Actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bend in the needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ based on the evaluation the root cause was determined to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During an acl procedure with a supplemental meniscal tear repair it was reported that the device did not deploy and then got stuck in the tunnel. Additional information received stated, "t1 did not deploy correctly, didn¿t flip, and became snagged in the meniscus. The t implant was removed completely and the surgeon chose to shave the tear off instead. The case was completed successfully with no reported delay, patient injury, or surgical complication.